Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the device was found to be in backup vvi mode. Abbott's local representative will be contacted for further evaluation. Further information was requested and not received yet.